Event description:
It was reported that the customer's sensor needle hub became stuck in the serter. The customer's blood glucose was 156 mg/dl. Assistance was provided and the needle hub assembly released from the serter. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.